Event description:
It was reported that during angioplasty procedure, the ultrathin diamond balloon ruptured and the catheter shaft broke during removal. The lesion being treated was an isr located in the heavily calcified iliac. The procedure was a bilateral predilation with two balloons, and the other balloon was removed without incident. The ultrathin diamond balloon ruptured below rbp (rbp is 15 atms). The number of inflations and to what atms is unknown. During withdrawal of the ultrathin diamond balloon catheter, the physician was applying "backward pressure" when the catheter stuck on calcium and broke into three pieces. Two pieces were retrieved without incident. The physician tried to use a snare and another manufacturer's balloon to retrieve the remaining broken catheter piece and was able to move it to the access site, where it was held by the sheath as the patient was transported to the or. However, when they removed the sheath in the or, the remaining broken piece of balloon catheter came out as well, so no surgery was required. The patient experienced no adverse symptoms during this procedure, and there were no patient complications.